Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. PMA/510(k): k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that implant was placed at tooth location 14 on (B)(6) 2020. Implant was removed (B)(6) 2020 due to infection. No further injury reported and no patient history to report. Patient will return on an undisclosed date for new implant placement.